Event description:
Study event. Device malfunction: none. Symptoms/ae: death. Time of symptoms: after procedure. It was reported that immediately post uneventful right internal carotid artery stenting procedure, the patient was taken to the cardiac catheterization laboratory and developed ventricular fibrillation and was coded aggressively according to advanced cardiac life support protocol. There was an attempt with salvage angioplasty and intraaortic balloon pump placement. The patient developed pulseless electrical activity and expired. No additional information available.

Manufacturer narrative:
.